Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a proximal segment of the lead was returned and analysis found that the outer insulation had a breached depression. The distal conductor was distorted and all conductors had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression.

Event description:
It was reported that the patient presented to the medical institution after being prompted by a patient alert sound. The ventricular lead was oversensing which triggered the lead integrity alert (lia). It was also noted that there was noise in the atrial channel and varying atrial impedances. The atrial lead remains in use and the ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.